Event description:
The pump was found to have experienced primary audible alarm post.

Manufacturer narrative:
Other text: additional information h10: the pump was investigated in the field by a service engineer. Visual and functional testing were performed and the reported issue could not be confirmed. A device history record (DHR) review was performed which indicated all inspections were completed and no issues were noted during manufacture. The root cause for the reported issue could not be determined however; a corrective and preventative action has been opened to address the reported issue. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Evaluation results: one medfusion pump was repaired at the site by a field technician after exhibiting an alarm for battery depletion. The pump was reconnected to the site's server. The problem source of the reported product problem was unknown. A root cause was not established. Only the year (2019) of the event date is known. The initial reporter was a biomedical engineer.

Event description:
It was reported that the medfusion pump had exhibited a system failure related to a depleted battery. The battery was initially charged at 91%. The pump was repaired per procedure and re-connected to the server. The customer was unaware of any patient injuries that resulted from this product problem. The pump was to be repaired by field service technician.